Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that when the nurse disconnected an unspecified device from the connector while attached to a patient, the nuclear medication squirted back and contaminated the nuclear medicine room. Some residual fluid leaked on the chair and on the floor. The clinician said he was not sure if it came from the connector or not. Although requested, there was no report of harm.